Manufacturer narrative:
One used device list #146870489, lot #4011717 was received for evaluation with solution residuals observed in the device. The set was visually examined and evidence of white residue was found in the outlet port of the cassette. No other anomalies were found during inspection. Inspection of the white substance determined that it was not loose material in the fluid path. The substance fluoresced with uv light. The flow regulator and silicone plug were not bound up or in any way inhibited from proper movement. The complaint can be confirmed. The probable cause of the white material is due to a solvent bond application error. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - the device was received for evaluation on 2/9/2021.

Manufacturer narrative:
The device is expected to be returned for evaluation, but yet to be received.

Event description:
The event involved a plum set that the customer reported white material was found and cannot be eliminated. There is no report of adverse event. No other information is available.